Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The fixed duraguard, 16mm, overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.